Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced occlusion alarms due to an infusion set being used beyond the recommended twenty-four to forty-eight hours resulting in site related blockage and hospitalization with intensive care unit admission treated with intravenous fluids and insulin on (B)(6) 2026.